Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was at end of service (eos) and was not able to be interrogated. The device was explanted and replaced. During the changeout procedure the superior vena cava (svc) impedance reading of the right ventricular (rv) lead indicated ¿none¿ when connected to the new device. The connection was checked multiple times. The electrogram for can to svc showed noise. Fracture was suspected. The svc coil was turned off and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.